Event description:
It was reported that the patient woke up and felt dizzy. The patient sat down for a minute then got up to make a phone call, and saw flames and heard a pop, which happened a couple more times as patient walked towards the phone. It was also reported that the patient has not been seen by a healthcare provider as a result of this complaint; however, patient is scheduled for follow up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.